Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2021 with blood glucose of 48 to 59 mg/dl at the time of the incident. The customer was at 89 to 151 mg/dl at the time of the calls. The customer used food and was given medication and a shot to treat. The customer experienced symptoms such as headache and blurry vision. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer also reported sensor issues. The insulin pump will not be returned for analysis.